Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported the eakin seal was stickier than usual and difficult to remove from skin after 4-5 days of wear. No patient complications were reported as a result of this event.